Manufacturer narrative:
The product was not returned. The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformance's could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. Associated product information was not provided. It is unknown if qualified associated products were used. The root cause cannot be determined for the reported complaint. The sample was not returned to evaluate. Each lens is subjected to a 100 percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The patient was the reporter. The reporter indicated that company lenses were implanted in both eyes in 2011. After some laser treatment to clear up "wrinkles" in the lens sac, the reporter indicated being generally happy with vision. However, the last year or so (13-14 years since implantation) vision has diminished, both distance and near. The reporter indicated that progressive lens glasses must now be worn. Company does not provide medical advice. Company contacted the reporter and encouraged the patient to speak to their surgeon regarding the visual issues or seek a second opinion. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-health care professional reported that following an intraocular lens (iol) implantation procedure, the patient¿s vision had been diminishing after 10 years. The patient had lenses implanted in both eyes on (B)(6) 2011 and had undergone some laser treatments to clear up wrinkles in the lens sac, after which the patient was satisfied with the vision. The patient had been treated with a yag (yttrium-aluminum-garnet laser) after each surgery. The patient also had glaucoma, which had been treated with drops and once with laser. Even after 14 years of implantation, both distance and near vision had diminished, and the patient wore progressive lens glasses. There were two medical reports associated with the same event, and this file belonged to the right eye. Additional information had been received and updated accordingly.